Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal conductor was not obstructed by blood. The proximal conductor was distorted (extrinsic) pulled/stretched/overstress. The distal conductor was distorted (extrinsic) pulled/stretched/overstress. Visual analysis noted the lead was damaged at implant. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. Lead was returned with conductors distorted at 37 cm, likely due to attempted implant damage. Stylet insertion test was attempted; stylet would not advance past site of distorted conductors at 37 cm. Fracture was not observed, and all electrical testing results were within specified parameters. Stylet not returned with lead, new stylet was used for testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the lead measured high threshold. Exploring revealed a lead fracture under the sleeve of the stylet. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.